Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide devices were filed under separate medwatch manufacturer reports.

Event description:
It was reported that after an interventional procedure, bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) was attempted using perclose proglide devices. Reportedly, during suture deployment in the rcfa, a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis of the rcfa. Reportedly, although the sutures of two proglide devices were successfully deployed in the lcfa, after the knots were fully advanced to the vessel, bleeding continued. Manual arterial compression was applied to achieve hemostasis adding twenty minutes to the procedure. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.